Manufacturer narrative:
The reported sensor is not expected to be returned as reporter indicated the device was discarded. Physical investigation of sensor is not anticipated as reporter indicated the device was discarded. The accompanying freestyle libre 2 reader has been requested for investigation and a follow-up report will be submitted upon completion of all required investigation activities. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification from an individual identifying as the spouse of a customer (the ¿reporter¿) who had died while wearing the freestyle libre 2. Adc has not received the autopsy report or death certificate, therefore, the cause of death is unknown at this time. Given the limited information presented, which has not been verified, adc cannot draw any conclusions on whether the adc device caused or contributed to the reported death. Adc¿s record of the reporter¿s account of the events, and the initial findings report, are as follows. On the night of (B)(6) 2022, blood glucose results of 217 mg/dl (time unspecified) and 210 mg/dl (20:13) were obtained via an unspecified meter. At 20:15, an error message was obtained upon scanning the sensor. There were no additional sensor readings reported. The reporter indicated that patient was found dead in their residence at 2:00 and declared deceased on (B)(6) 2022 at 6:22 by an emergency doctor after EKG was performed. Upon the physician's assessment of the corpse, it was observed that the patient's CPAP (continuous positive airway pressure) machine was not connected to the body. Per the initial findings reported by the attending physician, the patient was perceived to have died due to severe hypoglycemia. The report indicated the physician suspected that the customer was treated with insulin (dose/type unknown), however, adc has not received any other documentation to conclude whether the patient indeed received treatment with insulin. Furthermore, it was indicated in the initial findings report that the patient had experienced severe hypoglycemia every night for a week. According to the reporter, the freestyle libre 2 sensor in question has been disposed of by the mortician, and at this point, adc has requested the accompanying freestyle libre 2 reader from the family to be returned for investigation. Adc will continue attempts to obtain the autopsy report and death certificate and when additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Reader magz192-j0187 was returned and investigated. Performed visual inspection on returned reader and no issues were observed. Scanned known good sensor using returned reader and no error messages were observed. Therefore, issue is not confirmed. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification from an individual identifying as the spouse of a customer (the ¿reporter¿) who had died while wearing the freestyle libre 2. Adc has not received the autopsy report or death certificate, therefore, the cause of death is unknown at this time. Given the limited information presented, which has not been verified, adc cannot draw any conclusions on whether the adc device caused or contributed to the reported death. Adc¿s record of the reporter¿s account of the events, and the initial findings report, are as follows. On the night of (B)(6) 2022, blood glucose results of 217 mg/dl (time unspecified) and 210 mg/dl (20:13) were obtained via an unspecified meter. At 20:15, an error message was obtained upon scanning the sensor. There were no additional sensor readings reported. The reporter indicated that patient was found dead in their residence at 2:00 and declared deceased on (B)(6) 2022 at 6:22 by an emergency doctor after EKG was performed. Upon the physician's assessment of the corpse, it was observed that the patient's CPAP (continuous positive airway pressure) machine was not connected to the body. Per the initial findings reported by the attending physician, the patient was perceived to have died due to severe hypoglycemia. The report indicated the physician suspected that the customer was treated with insulin (dose/type unknown), however, adc has not received any other documentation to conclude whether the patient indeed received treatment with insulin. Furthermore, it was indicated in the initial findings report that the patient had experienced severe hypoglycemia every night for a week. According to the reporter, the freestyle libre 2 sensor in question has been disposed of by the mortician, and at this point, adc has requested the accompanying freestyle libre 2 reader from the family to be returned for investigation. Adc will continue attempts to obtain the autopsy report and death certificate and when additional information is obtained, a follow-up report will be sent. Please note as of 18-may-2022, adc has not received the autopsy report and death certificate from the user's spouse.

Manufacturer narrative:
Further investigation of returned reader magz192-j0187 was completed on 01jun2022. The customer¿s spouse reported that on the night of (B)(6) 2022, blood glucose results of 217 mg/dl (time unspecified) and 210 mg/dl (20:13) were obtained. Adc has confirmed from the returned freestyle libre 2 reader, that the last two readings were actually 213 mg/dl (at 18:05 time) and 210 mg/dl (at 20:13, (B)(6)2022), and there were no readings afterward. The physical examination of the returned reader included a visual inspection, the activation of a known good sensor, simulation tests and a review of the reader log; with the aim of confirming the reader functionality. It was observed that the returned reader had the low, high and signal loss alarms turned on, with sound and vibration enabled. The alarm settings were set at 180 mg/dl high and 70 mg/dl low. The reader passed all built-in self-tests; including the correct functioning of the audio and vibrate functions. It was observed in the reader¿s log that at the time of the reported incident, the low glucose alarm activated for 2 hours without being acknowledged by the user after the 70 mg/dl threshold was exceeded. Adc also paired a known good sensor with a known good reader, as well as the returned reader. The sensor was placed in low, mid, and high glucose control solution, and scanned the sensor by both readers at each level. Both readers returned the same results confirming accuracy of the returned reader to the detected sensor glucose level. The investigation determined that the freestyle libre 2 reader serial# magbz192-j0187 functioned as expected. The freestyle libre 2 sensor used at the time of event was discarded, and without return of the sensor for physical examination, our investigation has concluded based on the review of the manufacturing documentation together with the sensor¿s interaction with the freestyle libre 2 reader serial number magbz192-j0187 at the time of the event, that the freestyle libre 2 sensor was functioning as expected. Adc has attempted to follow up with the customer¿s spouse on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 to obtain the autopsy report and or death certificate. During the most recent attempt on 01jun2022, the spouse indicated that the documents were not available at this time, based on the investigations performed and lack of an official cause of death, adc has no objective evidence that the cause of death was hypoglycemia, or that the libre sensor provided inaccurate results at any point. If further information is obtained a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification from an individual identifying as the spouse of a customer (the ¿reporter¿) who had died while wearing the freestyle libre 2. Adc has not received the autopsy report or death certificate, therefore, the cause of death is unknown at this time. Given the limited information presented, which has not been verified, adc cannot draw any conclusions on whether the adc device caused or contributed to the reported death. Adc¿s record of the reporter¿s account of the events, and the initial findings report, are as follows. On the night of (B)(6) 2022, blood glucose results of 217 mg/dl (time unspecified) and 210 mg/dl (20:13) were obtained via an unspecified meter. At 20:15, an error message was obtained upon scanning the sensor. There were no additional sensor readings reported. The reporter indicated that patient was found dead in their residence at 2:00 and declared deceased on (B)(6) 2022 at 6:22 by an emergency doctor after EKG was performed. Upon the physician's assessment of the corpse, it was observed that the patient's CPAP (continuous positive airway pressure) machine was not connected to the body. Per the initial findings reported by the attending physician, the patient was perceived to have died due to severe hypoglycemia. The report indicated the physician suspected that the customer was treated with insulin (dose/type unknown), however, adc has not received any other documentation to conclude whether the patient indeed received treatment with insulin. Furthermore, it was indicated in the initial findings report that the patient had experienced severe hypoglycemia every night for a week. According to the reporter, the freestyle libre 2 sensor in question has been disposed of by the mortician, and at this point, adc has requested the accompanying freestyle libre 2 reader from the family to be returned for investigation. Adc will continue attempts to obtain the autopsy report and death certificate and when additional information is obtained, a follow-up report will be sent. Please note as of 07-jun-2022, adc has not received the autopsy report and death certificate from the user's spouse.